Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. Cuts were noted in the outer insulation, this is likely explant damage. The lead passed electrical and stylet insertion testing. Laboratory analysis was unable to confirm the reported allegations of failure to capture and dislodgement. Based on normal lead resistance measurements, a passing hipot test, inspection that showed no conductor issues and insufficient evidence from the field and product analysis to verify the dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to loss of capture. Reportedly, the lead was dislodged and this was confirmed with x-rays. This lead was returned for analysis. No additional adverse patient effects were reported.